Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer received a battery out limit alarm, bad battery alarm and weak battery alert. Customer's blood glucose was unknown. After troubleshooting, customer was advised to insert new batteries and customer was able to clear failed battery alarm, but display did not return. Customer was advised that battery cap would be replaced and to monitor insulin pump.